Manufacturer narrative:
During system check, it was observed that the thermogard xp ivtm system (sn (B)(4)) has an unstable coolant temperature sensor. It was determined that the root cause was due to a defective lm34 temperature probe due to normal wear and tear of the console. The thermogard xp ivtm system is a reusable device and was manufactured in 01 february 2011. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. No physical damaged observed during visual inspection. During functional testing, no issues were observed. The event log review revealed too large delta temperature in internal temperature sensor. Lm 34 temperature probe needs to be replace to address the issue. After replacing the lm34 temperature probe, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During in-house system check, the coolant temperature sensor of the loaner thermogard console (sn (B)(4)) was observed to be unstable.